Event description:
It was reported that the health care professional (hcp) called technical services (ts) for consult review of this cardiac resynchronization therapy defibrillator (crt-d) stored arrhythmia logbook. Upon review, the logbook was noted to have stored a ventricular episode. Further review of the episode showed the patient was in a atrial fibrillation (af) with rapid ventricular response (rvr) rhythm. The device then delivered one burst of anti-tachycardia pacing (atp) and a shock. The shock temporarily converts to normal sinus rhythm. The patient goes back into af with rvr, and a second shock was delivered which successfully converts the arrhythmia. The device was determined to have delivered inappropriate therapy. Ts discussed programming options with the hcp. At this time, the crt-d remains in service. No adverse patient effects were reported.